Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned lead found it was returned incomplete. The lead was cut as a result of the explant procedure and only the terminal end segment (19.8cm in length) was returned. A visual inspection of the terminal end segment showed no anomalies but functional testing could not be performed due to the lead being incomplete.

Event description:
Related manufacturer reference number: 1627487-2021-14666. Related manufacturer reference number: 1627487-2021-14667. Additional information received indicates that impedance check was performed intra-operatively which showed high impedances on leads when tested with extensions. When extensions were tested with a new lead, high impedance issue was resolved. X-rays did not reveal any anomalies with either leads or extensions. Physician elected to explant both leads and extensions and implanted a new lead. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13319. It was reported the patient was not receiving effective stimulation. Impedance check was performed intra-operatively which showed high impedances on both leads. In turn, surgical intervention was undertaken wherein both leads were explanted, and a new lead was implanted to address the issue.